Manufacturer narrative:
Upon receipt, the clinical observation was confirmed, the ICD was not interrogable. Therefore, the ICD was opened and the inner assembly inspected. During an electrical analysis it was found that several components of electronic module had been damaged due to electrical overstress. This led to an increased current consumption depleting the battery. Due to the damage of the electrical module, the device could not be interrogated properly. Also the memory content of the device was not restorable as a result of the battery depletion. The observed damage symptoms clearly indicate an externally applied high voltage as root cause. This is consistent with the reported external defibrillation. By design the ICD is protected against external defibrillation. However, considering the extremely high electrical fields as well as the individual circumstances, e.g., the placement of the defibrillation paddles, damage to the ICD induced by the external defibrillation cannot be excluded. In summary, the clinical observation resulted from a damaged electronic module. The manufacturing records document a flawless device production. There was no indication for a material or manufacturing problem.

Event description:
Ous MDR - on (B)(6) 2014, the patient fell and this caused a pneumothorax. During the hospitalization, "treatment change" and a vt, an episode was triggered. This episode was not treated by the ICD, so a 300j external shock was delivered. The next day, the ICD was not interrogable anymore. There were several unsuccessful attempts to interrogate the ICD. No brady stimulation was noted. During the ICD replacement procedure, tests values were ok for the three leads, concerning impedances and thresholds, but vd sensing value was 2.9mv. The patient is a male and was born in 1945. The device has not yet been returned for analysis.